Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics glidelight laser sheath, along with a spectranetics visisheath dilator sheath on the rv lead, progress stalled in the subclavian. Switching to the ra lead, progress stalled; therefore, a spectranetics 11f tightrail rotating dilator sheath was used, and the ra lead was removed. Targeting the rv lead with the tightrail, advancement was made to the tip of the lead, and the rv lead freed from the heart. However, shortly after, the patient's blood pressure dropped, and a pericardial effusion was detected. Rescue efforts began, including thoracotomy. An rv perforation was discovered, blood was drained from the chest, and the patient survived the procedure. This report captures the lld ez providing traction within the rv lead, when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2: patient date of birth: not available from facility. A4: patient weight: not available from facility. A5: patient ethnicity: not available from facility. A6: patient race: not available from facility. B6/b7: patient information regarding relevant tests/laboratory data or medical history: not available from facility. D4/h4: the lot number was not provided; thus, the following information is unknown: unique ID, expiration date, and manufacture date. H3: the lld ez was discarded, thus no returned product investigation was performed. H6: cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.